Event description:
Procedure: lap gastric banding. According to the reporter: laparoscopic removal of adjustable gastric band laparoscopic vertical sleeve gastrectomy laparoscopic lysis of adhesions. When the surgeon would fire the clip, I would release two clips instead of one. This happened several times. Another clip applier was put on the field to replace the defective one. This clip applier did the same thing. A third clip applier was obtained and worked without incident. Original intended procedure. The clips fell into the cavity, they were retrieved. Operative time was extended in excess of thirty minutes.

Manufacturer narrative:
(B)(4).